Event description:
Additional information was received on (B)(6) 2015 indicating that the replacement was postponed and that the explanted device would be sent in to the manufacturer. If additional information is received, a follow-up report will be sent.

Event description:
Additional information was received indicating that the stimulator was to be replaced on (B)(6) 2015. Based on settings, 8.4v 8.7v 450pw rate of 60 and 24 hour use, using 1000 ohms for both provided a 5 month longevity. The stimulator had already showed an elective replacement indicator (eri). The trial was not done in such high parameters and they were looking at a rechargeable stimulator for the patient. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4). Analysis of the implantable pulse generator ((B)(4)) found the battery experienced a normal end of life. The telemetry and output were ok.

Event description:
The patient went in for a reprogramming on (B)(6) 2015 and found out the implantable neurostimulator (ins) was dead. The ins battery depletion was reported as premature. The patient has had four weeks with pain. The unit was broken. They miscalculated and the battery went dead not even nine weeks, they couldn't even program the stimulation going out the backside. Additional information has been requested to find out if any intervention or troubleshooting was required and to obtain the outcome of this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 977a160, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 977a160, serial# (B)(4). Implanted: (B)(6) 2015, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received on (B)(6) 2015 indicating that the patient's stimulation had stopped and was unable to communicate with the stimulator. The patient had two programs, three electrodes each lead, the amplitude at 9.0-9.5 each lead, 24/7 usage, battery depleted and stopped producing stimulation after two months implanted. The stimulator was explanted due to battery depletion. The patient recovered without sequela.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.